Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Subsequently, patient experienced a periprosthetic fracture on (B)(6) 2014. No further information has been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No revision procedure has been reported. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).